Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred 1 hour into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the heparin line section of the bloodlines. There were no visible loose connections. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The bloodline was double clamped and the patient successfully completed treatment on the same machine with the same supplies. The complaint device was reportedly available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Device testing was completed and the device tested worked as intended without any abnormalities during the testing period. During the evaluation of the actual sample the alleged failure was not confirmed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.